Event description:
Patient was placed on cardiopulmonary bypass during open heart procedure. Noted arterial blood was not becoming red like it's supposed to do, svo2 down from 80's to 50's. Increased fio2 to 1.00. Sweep at 4 liters. Arterial blood getting darker. Oxygenator changed out. Back on pump flowing at 5 liters/minute. Arterial blood remained dark. Oxygen source unplugged and plugged back in. No change. Oxygen source plugged into different boom. Arterial blood became red instantly with good flow.